Manufacturer narrative:
Corrected data: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 5/2007 and not 4/30/2007 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter: - phone number (B)(6). Field service specialist checked system and was able to confirm the problem repeatedly. The analogue I/o board and digital I/o boards were removed from the computer and inspected, replaced the boards and checked cable connections from z galvo. No parts were replaced. System tested and all treatments completed without error, system working within amo specifications. Customer requested to have system moved 3 cm down the room and it was completed. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that intrastromal corneal incisions treatment (for intacts) was aborted for right eye when patient moved and system error was generated. Error was cleared but system failed to complete the treatment. It was reported that patient was nervous and fidgety. It was reported no surgical or medical intervention was required and no loss of vision was reported. Surgeon will follow up on the patient in 3 months' time and evaluate next step of treatment. It was later found that the intrastromal ring had been completed but not the incision (entry point).